Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Per the information received, the catheter has been replaced. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
It is reported the mandrin cannot be removed.